Manufacturer narrative:
Patient information was requested and was not provided. The determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem.

Event description:
The customer reported the tidal volumes are high. When the biomed checked the device while on the test lung, the tidal volumes were low by 200. The customer reported there was patient involvement and no patient harm.